Manufacturer narrative:
Model number/catalog number: sc-2316-50e, serial number: (B)(4), batch/lot number: 7079518, model/catalog description: infinion 16 trial lead kit 50 cm.

Event description:
A report was received that following a procedure, the patient had a negative reaction to anesthesia. It was noted that the patient was dizzy and was vomiting. The patient was sent to the emergency room and was reportedly feeling better.